Event description:
It was reported that the system left monitor produced poor image quality that was magnified and bright. The poor image quality could cause the images to become unusable as the customer used another system to finish the cases. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.